Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user is currently treating a fungal infection that she has had for three weeks prior to use of product (B)(4) moldable wafer-(B)(4). Discussed with the end user was how to layer antifungal powder and no sting barrier wipe to get a good crust. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End user reported she has itching under tape border.